Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The results of the investigation could not conclusively specify the root cause of the foreign material remaining in the device. Since the user conducted reprocessing following the instructions for use or not was unknown from the provided information, it was confirmed that it is a known inherent event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.